Manufacturer narrative:
(B)(4). Final analysis found that the pulse generator exhibited premature battery depletion due to a high current drain. This was due to a discrepant capacitor. After replacing the capacitor, normal function ensued.

Event description:
It was reported that a merlin.net transmission alerted that the pulse generator exhibited elective replacement indicator. The patient was brought into the clinic and the device was interrogated. Based on the programmed values, premature battery depletion was suspected. The device was explanted and replaced on (B)(6) 2015.